Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, information was received from a consumer regarding a (B)(4), male patient who was receiving hydromorphone at 0.0401 mg/day, clonidine at 2.4 mg/day and bupivacaine at 0.096 mg/day (concentrations were not reported) via an implantable pump for n on-malignant pain. In (B)(6) 2015, the pump was alarming for a week because it was empty. The patient had relocated and did not have a doctor right away. The patient presented to the emergency room (ER) due to severe withdrawal. The patient was eventually refilled but was dismissed by their physician because he was given drugs in the ER and that violated the drug contract they had with the physician. If additional information becomes available, a follow-up report will be submitted.